Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that this ra lead was surgically abandoned and replaced due to high threshold measurements (3.0v @ 1.5 ms). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative will be contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.